Event description:
The physician reports performing uncomplicated cataract (phaco) surgery with implantation of the mi60g intraocular lens into the left eye. Approximately five weeks postoperatively, fibrin was observed on the anterior optic. The pt was treated with topical steroids and anti-inflammatory medication. A month later the pt showed signs of improvement and images showed that the iol was clear and the fibrin had decreased. The topical steroids were tapered and discontinued over a three week period. The lens remains implanted and the pt continues to be monitored.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. (B)(4).